Event description:
Customer reported that when an attempt is made to secure the metal locking post in the desired hole, the lock mechanism will not connect. No patient incident or injury was reported.

Manufacturer narrative:
Results: evaluation of the returned product found that the locking mechanism inside was initially offset. The reported issue is confirmed. The lock would not securely attach to the post. After using a test key, the locking mechanism reset itself and the product now locks as it should. No physical damage observed to any part of product. Note: instructions for use state: before each use, check cuffs and straps for cracks, tears, and/or excessive wear or stretch; cracked or broken buckles or locks; and/or that hook and loop adheres securely, as these may allow patient to remove cuff. Discard if device is damaged. (B)(4).